Manufacturer narrative:
Product ID: 3093-28 lot# va02kfx, implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with her device or therapy.

Event description:
It was reported that the patient experienced a sudden change of stimulation. It was noted that the patient received her device 3 weeks prior to this report and it was "perfect" for 1 and a half weeks. It was stated that now the stimulation is in a different location, "more back of thigh and vagina," and it is uncomfortable. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.